Event description:
It was reported that the handpiece runs while in safe mode. There was no report of patient or user injury associated with the alleged event.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation the technician found the motor cartridge functioned intermittently, the rotor bearings were found to be bad, and there was corrosion on the motor contacts. Several components were replaced, and preventative maintenance was performed on the handpiece. The handpiece has since been returned to the customer.